Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that the patient had experienced a previous hernia repair resulting in scar tissue present at the right femoral vein access site. During the transseptal crossing, a non bsc 8.5f sheath experienced much resistance during insertion. A 9f non bsc dilator was used and the sheath was inserted again with much resistance. Another attempt was made with the 9fr dilator and it went in smoothly. The non bsc 8.5f sheath was inserted again and went in smoothly, but the tip was noted to be crushed after removal. A watchman® access system (was) then advanced, but the dilator kicked back due to resistance and the tip was crushed. A second was was placed across the septum, into the left atrium.. However, the hemostatic valve leaked and resulted in pulsatile backflow. Upon removal of this was, the .032¿ guidewire was dislodged from the septum. A second non bsc 8.5f sheath was inserted into the right femoral vein, under much resistance. A venogram was taken and a dissection or perforation was detected in the right femoral vein. It was further reported that the facility confirmed that the initial kickback from the non bsc sheath resulted in the original trauma. Pressure was held in the groin for hemostasis. The patient received protamine and lasix. The procedure was aborted. There were no further complications and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system (was). Received with a second was for related complaint; dilators were outside of sheaths, blood on both devices, and the valve was opened as received. The valve, hub, shaft, and tip were examined. Microscopic examination of the threads of the was revealed they were damaged/cross threaded. It could not be determined when the thread damage occurred. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. The reported issue was not confirmed. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that the patient had experienced a previous hernia repair resulting in scar tissue present at the right femoral vein access site. During the transseptal crossing, a non bsc 8.5f sheath experienced much resistance during insertion. A 9f non bsc dilator was used and the sheath was inserted again with much resistance. Another attempt was made with the 9fr dilator and it went in smoothly. The non bsc 8.5f sheath was inserted again and went in smoothly, but the tip was noted to be crushed after removal. A watchman® access system (was) then advanced, but the dilator kicked back due to resistance and the tip was crushed. A second was was placed across the septum, into the left atrium.. However, the hemostatic valve leaked and resulted in pulsatile backflow. Upon removal of this was, the .032¿ guidewire was dislodged from the septum. A second non bsc 8.5f sheath was inserted into the right femoral vein, under much resistance. A venogram was taken and a dissection or perforation was detected in the right femoral vein. It was further reported that the facility confirmed that the initial kickback from the non bsc sheath resulted in the original trauma. Pressure was held in the groin for hemostasis. The patient received protamine and lasix. The procedure was aborted. There were no further complications and the patient's condition was good.